Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce but not eliminate the occurrence of this behavior.

Event description:
It was reported that the patient with this pacemaker felt fatigue during physical activity. Technical services (ts) discussed reprogramming of the minute ventilation (mv) and accelerometer sensor. No adverse patient effects were reported. This pacemaker remains in service. It was reported that this pacemaker was electively explanted by the physician. No adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update the aware date and date due. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce but not eliminate the occurrence of this behavior.

Event description:
It was reported that the patient with this pacemaker felt fatigue during physical activity. Technical services (ts) discussed reprogramming of the minute ventilation (mv) and accelerometer sensor. No adverse patient effects were reported. This pacemaker remains in service. It was reported that this pacemaker was electively explanted by the physician. No adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific.